Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2015 as part of the (B)(6) study. On (B)(6) 2015 the patient was admitted to the hospital for the bronchial thermoplasty procedure. On (B)(6) 2015 the patient underwent the third bronchial thermoplasty procedure performed in the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016 the patient developed bronchial aspergillosis requiring hospitalization and ¿other¿ treatment (exact treatment not reported). The exact hospitalization dates were not reported. As of (B)(6) 2017 the event has not recovered.